Manufacturer narrative:
(B)(4).

Event description:
During the index procedure a complete se stent was implanted in the left leg for persistent residual stenosis. It is reported that the patient was discharged the next day. A week later the physician implanted a complete se stent to treat a dissection located in the sfa and popliteal of the right leg. Approximately 33 months post index procedure patient death occurred. Cause of death was stroke.